Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to flattened button dome switch. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 128 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).